Event description:
Information received with return of the explanted device notes that postoperative measurements observed an increase in ventricular thresholds from 1.5v to 4.0v. The patient experienced syncope. Due to atrial fibrillation, the patient was cardioverted. After the cardioversion, the thresholds were as before. A new lead was placed, but when connected to the pulse generator, no capture was seen. A new generator was placed with no further complications.